Manufacturer narrative:
H6: ventec evaluated the device and was able to confirm and duplicate the reported issue. Internal inspection of the device revealed that the outer rubber ring in the cough assist poppet assembly had become separated from the inner metal disk and it became wedged in the exsufflation position. After replacing the cough assist valve, proper device operation was observed through functional and performance testing.

Manufacturer narrative:
Ventec has not performed an evaluation on the device yet, a conclusion is not yet available. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that a device unexpectedly shut down while a patient was under treatment. There was no patient harm reported.

Manufacturer narrative:
H6: ventec further evaluated the removed cough assist valve, observing evidence that its linear actuator endcap epoxy had failed. Based on this new information, ventec has determined that the root cause of the reported issue was that the cough assist valve¿s linear actuator endcap epoxy had failed, resulting in the torn poppet ring.